Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient received an implantable neurostimulator (ins) replacement from a percept pc to an activa rc. The patient had difficulties recharging the ins since it was implanted. The recharger makes very short contact with the ins, but then loses the connection again after a few seconds. The activa rc was placed in the same pocket as the percept pc. It was explained that the percept pc is bigger than the activa rc and that the percept pc can be implanted deeper than the activa rc which could result in difficulties connecting the recharger to the ins. When palpating the ins, the hcp also had the impression that the activa rc was a bit deeper than other implanted activa rcs.